Event description:
Patient underwent colonoscopy & polypectomy. Pt developed hematochezia & admitted to hospital, eventually discharged. Dr believes equipment malfunction during polypectomy from cautery unit. Starting in 2005, we started to have problems with the generator/irrigator. Intermittently, the unit would not cauterize and a message would blink on and off. I cannot remember what the message was but it was not in our trouble shooting book. When the doctor tried to cauterize, you could hear a soft click, click, click noise and there was no juice. Sometimes the machine would go from 22 setting back to 0 setting or it would flash a code which was not in our book. I though it might be a bad grounding pad but that was not the problem. I called for a loaner and sent our unit in for repair. Our unit was in repair for a long time. Back east where our unit was sent in for repair, they had to order a new piece of equipment that tested the generator/irrigators. When they finally got the new equipment to test our generator/irrigator, it failed the final test and was kept longer for repair. Finally, five months later, we received our generator back. They repaired the bipolar out put and a new pump and board put in. We had no problems with the loaner while in our use. We had no problems for a long time. The unit started doing the same thing. The doctor went to cauterize and got a power surge, which scared everyone in the room. Another doctor also was having problems with little surges or no cauterization at all. I called for a loaner. We hooked up the loaner and the tech's told me that the loaner was not cauterizing. In 2006, I sent the loaner back and kept our unit. I called our rep, and asked for his advise. I noticed that there was water being dripped on the foot pedal. Rep and I decided to try a new foot pedal. After we used the new foot pedal and fixed the dripping water, we had no problem with cauterization.